Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was worse than they were 2 years ago (symptoms wise). The caller said the current implants had only been programmed maybe two times and the last programming session on ((B)(6) 2019) was an unusual day where they didn¿t get to do much programming. The caller mentioned some troubleshooting was done prior to the call when they called. The caller mentioned they called in patient services another time and knows that the hcp had to give direction on adjustments. The caller mentioned the dbs patient booklets didn¿t help them because there were pages and pages of different scenarios in the booklet and whatever they did didn¿t work for the patient. The patient currently had 2 implants and the most recent implant was put in on (B)(6) 2018 and was just turned on recently. The caller said the most recent implant was a battery replacement. The caller said the managing doctor was very talented and got them to be mobile again. The caller said it if took 5 years to get the device to where it was helping them then what was the point. The caller was stating that the next time the patient could see the doctor was (B)(6) 2019 and the patient needed help before then because they were really struggling. The caller said they would expected the patient to be more mobile and that the issue was mostly with the patient¿s legs. The caller said they thought something was wrong with the second implant they got. The caller mentioned the device history that the patient had 5 dbs surgeries and the rep was there each time. The caller confirmed that 3 of the surgeries were implant surgeries/battery replacement as the patient had 3 total implants. The caller said originally the patient just had one lead and one implant on the left side of the chest for the essential tremors in their right hand. Then the patient got implanted on the right side of their chest, the rep was present at the MRI prior to the implant surgery. When the right-side implant was turned on it was noticed right away that the lead wasn¿t in the right place because they were not able to see when it was being programmed in (B)(6) 2018. It took four months to get the lead replaced and repositioned on (B)(6) 2018. The device record had shown the lead wire was explanted and a new lead was placed on the same day. The patient¿s last appointment with the doctor was on (B)(6) 2019 and next appointment would be (B)(6) 2019 but the patient may be able to see the p.a. On (B)(6) 2019. A phone call was done to the rep and they stated that the patient was getting another lead implanted to help symptom control, and when that happens the lead would be capped and connected to extensions and an ipg at a later date, resulting in "5 dbs surgeries." The issues during programming were unknown to the rep. There were no further complications reported.